Event description:
Caller states the coaguchek xs system displayed a result of 7.0 inr. The patient was taken to the hospital believing the 7.0 inr result was too high; a comparison lab returned a result of 1.0 inr. The timeframe between the meter/lab results is not known. The patient was admitted to the hospital the same day for a kidney infection and a urinary tract infection (uti); she was also having trouble breathing. The patient was admitted to the hospital; the caller did not know how or if the patient received medical treatment for her low inr. The agent assisted the caller with reviewing the meter memory. Results are set to %q agent advised on how to adjust the units back to inr. The patient had received a 1.2 inr from the meter; the 7.0 was a %q result. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.